Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced overstimulation, as well as stimulation is an undesired location in (B)(6) 2017. Troubleshooting was unable to provide resolution. X-rays were taken and confirmed that the patient's lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their lead repositioned. Post-op, the patient experienced pain and was admitted to the hospital. The surgeon stated that it is unknown at this time if the pain is related to the scs system.

Event description:
Follow up revealed that the issue has been resolved.